Event description:
During follow-up, backup vvi due to event queue overflow was observed on the device. The device was explanted and replaced. The patient was in stable condition.

Manufacturer narrative:
Additional information: the reset was confirmed through review of the device image obtained from the field. The reset was caused by two event queue overflow events occurring within 32 seconds, which resulted in back-up vvi. The cause of the event queue overflow was determined by the integrated circuit (ic) supplier to be the ic on the radio frequency rf module. The device functionality was bench tested and no anomaly was detected.